Manufacturer narrative:
Test strips not returned.

Event description:
It was reported the patient received the following results within 15 minutes: 66 mg/dl, 65 mg/dl, 66 mg/dl, 82 mg/dl and 131 mg/dl.